Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture keypad traces. The pump was received with cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window and cracked battery tube threads. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was 295 mg/dl. The customer stated that the buttons did not respond while delivering a bolus. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan.